Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 7071534

Manufacturer narrative:
Sc-1232 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8336-70 ((B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were explanted.